Manufacturer narrative:
Additional information: based on the received information from the field, a technical implant failure seems very likely. However, to determine an exact root cause device investigation on the explanted device would be necessary. Re-implantation is not considered due to the recipient's age and current covid-19 situation.

Event description:
It was reported that there has been intermittent hearing performance with the device since early this year. There were periods with no sound even after exchange of external parts. The external coil is retained well.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that there has been intermittent hearing performance with the device since early this year. There were periods with no sound even after exchange of external parts. The external coil is retained well.